Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the small plastic cannula of the infusion set was kinked. The home care patient reported that their blood glucose levels rose to 300 mg/dl due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set to resolve their high blood glucose. No further adverse effect to patient reported.

Manufacturer narrative:
The reported tracheostomy 4.5mm uncuffed 15mm connector was returned for investigation. The returned device consisted of one tracheostomy product; the device was received in used conditions and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and it was found that the tube was broken near to the welding area between the flange and the tube. The complaint was confirmed but unknown root cause. (B)(4).